Event description:
Deflation of rt breast implant. Dr removed the deflated implant and replaced it with another implant. Dr returned the implant to pip. Dr is very concerned about what appears to be an excessively high deflation rate with the pip implants. In addition, as per previous correspondence md still has not received any warranty payments from this co.